Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there were defective scale markings on the bd 20 ml plastipak¿ luer-lok¿ syringe, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: evaluating the sample provided by the customer, it is possible identify scale missing, confirming the defect. According the evaluation of the batch records no records of occurrences potentially related to defect are observed. The potential cause to the problem is a fail at syringe rejection station at syringe marking machine. The defect identified from this complaint will be monitored for trend evaluation.